Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm. The customer swapped out the balloon pump and experienced a gas loss alarm on the 2nd balloon pump as well. The customer indicated they were using an arrow balloon catheter. The customer was instructed to contact getinge for clinical support. Later follow up from the customer indicated that they removed the arrow catheter and placed a maquet catheter with no issues. They felt like it was the arrow catheter causing the issues. Once the maquet was hooked up there were no alarms whatsoever. There was no patient harm reported. This report is for one of the iabps, the second iabp is being reported separately.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated customer swapped out the balloon pump and experienced gas loss alarm on 2nd balloon pump as well. Customer indicated the use of an arrow balloon and catheter. Fse instructed customer to contact getinge for clinical support. Later follow up from customer included, "we removed the arrow catheter and placed a maquet catheter with no issues. We feel like it was the arrow catheter causing the issues. Once the maquet was hooked up there were no alarms whatsoever."balloon pump serial numbers were requested, but not provided by the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm. The customer swapped out the balloon pump and experienced a gas loss alarm on the 2nd balloon pump as well. The customer indicated they were using an arrow balloon catheter. The customer was instructed to contact getinge for clinical support. Later follow up from the customer indicated that they removed the arrow catheter and placed a maquet catheter with no issues. They felt like it was the arrow catheter causing the issues. Once the maquet was hooked up there were no alarms whatsoever. There was no patient harm reported. This report is for one of the iabps, the second iabphas been reported on mfg report number 2249723-2024-02813.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).